Manufacturer narrative:
The device was not returned for evaluation; therefore the reported event was inconclusive. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient was overshooting the target temperature of 37c by 2.9 degrees. The flow rate was 1.6lpm and the patient was fitted with 4 small pads. The nurse checked the event log and it showed several alert 113's. The nurse put the device into manual control and set the temperature to 4c for 30 minutes. Afterwards, the nurse checked the diagnostic screen that showed t1 and t2 read 30c, and t4 read 30.3c. The chiller should have been between 4c-10c. As a result, therapy was interrupted in order to place the patient on a second device. Therapy was resumed on the second device, at which time the pads began producing a flow of 1.4lpm. Therapy was interrupted in order to replace the pads with a new set of pads, and therapy was resumed with the new pads with no further issues.